Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. No fault was found with the device. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.